Event description:
Tampon strings - removed from inside vagina [foreign body in reproductive tract] . Tampons unravelling [device breakage] . I have to knot them to keep them together. [Device use issue] . Case narrative: consumer reported via phone that tampons are unravelling. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on may 20, 2022. An investigation is in progress for returned product received on may 12, 2022.

Event description:
Tampon strings - removed from inside vagina [foreign body in reproductive tract] tampons unravelling [device breakage] I have to knot them to keep them together. [Device use issue] case narrative: consumer reported via phone that tampons are unravelling. No serious injury reported.

Event description:
Tampon strings - removed from inside vagina [foreign body in reproductive tract] tampons unravelling [device breakage] I have to knot them to keep them together. [Device use issue] case narrative: consumer reported via phone that tampons are unravelling. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.